Event description:
Customer's family member called lfs in 2/2002 on behalf of patient's one touch basic meter. They are alleging their meter is reading inaccurately low. Patient obtained a reading of 140 mg/dl, however they were experiencing low blood sugar symptoms. Because of the low blood sugar symptoms, the patient's family member called 911. The paramedics arrived 20 minutes later and tested patient's blood sugar, obtaining a reading of 60 mg/dl. They retested and obtained a reading of 80 mg/dl. They gave patient glucose and took patient to the ER, where patient was kept overnight. Customer has received their new meter and patient is comfortable with it.